Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
D6a should have been left blank on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 21-year-old female patient presenting with cardiomyopathy. During support, a purge cassette failure alarm occurred, and the clinical team required a new aic console to continue therapy. The reported events include a priming problem, medical device removal, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was continued without any known adverse events.